Event description:
It was reported that a malfunction occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisting with the reset process, and confirmed that the malfunction code did not recur once the pump was reset. The customer was advised to continue using the pump and to call back if any future issues arise, which the customer acknowledged and understood.